Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up will be sent upon completion of investigation.

Event description:
Procedure performed: vans event description: [hospital name] this is a complaint from the hospital. During thyroid surgery, bleeding occurred from a vessel after sealing, resulting in conversion to an open procedure. Additional information is under collecting. No patient injury or illness associated with this event. Kept using the event unit, and the procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. Additional information provided by fi personnel via email on 0-apr-2026: the bleeding occurred from the superior thyroid artery. According to the physician, bleeding occurred when sealing the trifurcated portion of the artery. The physician also commented that there is a possibility the vessel may have been avulsed during grasping. The condition of the artery was considered normal and comparable to prior cases. The physician reported having experienced similar events when using ultrasonic devices in the past; however, this was the first such event when using a vessel sealer, and the physician stated that this had not been experienced with [competitor 1] or [competitor 2] devices. The completion tone sounded normal, with no noticeable abnormalities during activation. Additional information provided by fi personnel via email on 08-apr-2026: was hemostasis attempted via the original laparoscopic approach? Yes, the surgeon tried hemostasis with voyant, but the bleeding was too much, so the surgery was shifted to open surgery. Once converted to open, what was done to resolve the bleeding? Fter conversion to an open surgery, the surgical team searched for the bleeding vessel and performed ligation. How much unexpected blood loss was there? Approx. 500 cc. Patient status: bleeding occurred, but no problem as of now. Intervention: kept using the event unit and the procedure was completed.